Event description:
The customer stated a cell-dyn sapphire analyzer generated a falsely decreased wbc result for one patient sample. The sapphire generated an initial wbc result of 14 and a repeat wbc result of 1.0. The initial result was confirmed on another analyzer. The falsely decreased wbc result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
False negative result. No consequences or impact to patient. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. An abbott field service representative (fsr) was dispatched to the customer. The fsr inspected all components in the wbc pathway and found that the peristaltic pump tubing (ppt) was stretched over 1/2 inch longer than its normal length. The fsr proceeded to replace the ppt and return the analyzer to an operable status. No adverse trend was identified. Labeling was reviewed and found to be adequate. Based on the event details and investigation, no product deficiency was identified with the cell-dyn sapphire instrument.